Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.5mm x 20mm x 144cm coyote¿ es balloon catheter was advanced to the lesion for predilation. The balloon was inflated at 14 atmospheres on the first and second inflations however the balloon ruptured at 14 atmospheres on the third inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using an nc coyote balloon catheter. No patient complications were reported and the patient¿s status was good.